Manufacturer narrative:
Section d6a: implant date was inadvertently added in the initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of the mobile power unit turning off after the controller¿s black power cable was connected and the controller then showing a no external power alarm was not confirmed. Provided information indicated that the exchanged mobile power unit (mpu), serial number (B)(6), would not be returned for evaluation and that there were no log files available. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", and heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that it was unknown if the issue occurred when the white power cable was connected. The ac power cord did not come loose from the wall or the back of the unit, and there were no environmental circumstances that would have affected ac power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power issue regarding the mobile power unit¿s (mpu) black lemo connection was confirmed. The returned mpu was observed to have a piece of debris in its patient cable¿s black lemo connector, and each pin in the connector was protruding up through the debris. The mpu was functionally tested at the service depot and at the product performance engineering (ppe) department. No atypical events were reproduced throughout service depot testing; however, a low voltage hazard alarm became active on a test system controller during ppe testing. The alarm intermittently cleared and reactivated throughout testing and did not appear to correlate to the patient cable being manipulated. The mock loop still operated appropriately despite the alarm. The system was reset, and the same event occurred when only the black cable was connected to power while the white cable was disconnected. Then, the debris within the black lemo connector was removed. After the debris was removed, all issues resolved, and the mpu functioned as intended. No log files were associated with the reported event, and per additional information, the patient has received a new mpu. The root cause of the reported event was determined to have been contamination of debris within the mpu patient cable¿s black lemo connector; however, the root cause of how the connector became contaminated was unable to be determined. Review of the device history record for the mobile power unit showed the device was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 25jul2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", and heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, describe how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that when the mobile power unit (mpu) was plugged in with the black cable, the unit would shut off and a no external power alarm would occur. The unit was exchanged.